Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported. The lead is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. This issue was found through testing and x ray imaging. The lead was later returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. The lead was returned intact with the helix retracted. Inspection of the lead body and electrode tip found no anomalies. Dried blood and body fluid were noted in helix housing as well as tissue entwined in the helix. Testing was completed to assess lead electrical performance and measurements were within normal limits. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. The patient underwent surgical intervention to remove and replace the device. No additional adverse patient effects were reported. The lead is expected to be returned for analysis. This issue was found through testing and x ray imaging.

Manufacturer narrative:
The device has not been received for analysis. If there is any further relevant information, a supplemental report will be filed.